Event description:
A malfunction alarm, identified by malf 12, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, which the customer successfully followed, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.